Event description:
It was reported patient had a primary bilateral of left knee. He reported constant pain, difficulty walking and sitting down. X-ray showed blackness and loosening in the area. Patient is scheduled for a revision surgery and is inquiring if his implants are part of the recall.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding loosening involving a trident insert was reported. Conclusion: no allegations were made regarding this device. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported patient had a primary bilateral of left knee. He reported constant pain, difficulty walking and sitting down. X-ray showed blackness and loosening in the area. Patient is scheduled for a revision surgery and is inquiring if his implants are part of the recall.